Event description:
It was reported that the patient had a recurrent chronic driveline infection with a population of pseudomonas aeruginosa. A computed tomography (CT) of the chest, abdomen and pelvis was performed on (B)(6) 2022. Possible mild recurrent or chronic cellulitis in the left upper abdominal wall along the course of the left ventricular assist device (lvad) driveline was noted. There was no associated drainable subcutaneous fluid collection. Culture came back positive on (B)(6) 2022. The infection did not resolve.

Manufacturer narrative:
MFR# 2916596-2022-15132 covers the onset of the infection. MFR# 2916596-2022-15137 covers second recurrence of infection MFR# 2916596-2022-14963 covers the transplant due to the infection. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.